Event description:
It was reported that the patient expired. The patient had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device system. The pump contained hydromorphone 10 mg/ml; bupivicaine 40 mg/ml; clonidine 1000 mcg/ml and compounded baclofen 600 mcg/ml. The infusion rate was 0.5ml/day with a patient activated dose of 0.665mcg.